Manufacturer narrative:
(B)(4)

Event description:
The customer stated that on (B)(6) 2018, he ran quality controls for the ise sodium electrode (sodium) on a cobas c 111 (c111) analyzer and the controls were outside of range. He repeated controls and these were still outside of range. He re-calibrated and then repeated controls. Controls were within range, so he ran 5 patient samples. The initial sodium results for these samples were low, so he decided to re-calibrate and repeat controls. He then repeated the patient samples and the repeat results were higher. Of the 5 samples, initial erroneous results for four were reported outside of the laboratory. The repeat results for these samples were believed to be correct and corrected reports were issued. The first sample initially resulted with a sodium value of 126.2 mmol/l, which repeated as 131.8 mmol/l after re-calibration. The second sample initially resulted with a sodium value of 127.1 mmol/l, which repeated as 133.2 mmol/l after re-calibration. The third sample initially resulted with a sodium value of 129.3 mmol/l, which repeated as 135.5 mmol/l after re-calibration. The fourth sample initially resulted with a sodium value of 131.9 mmol/l, which repeated as 138.1 mmol/l after re-calibration. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number was 21570248. The expiration date was requested but was not provided. The field service engineer determined that the sodium electrode was unstable. He checked the ise performance, cleaned the ise tower, replaced ise mixing tower seals, and replaced the sample probe. He ran a pipetting accuracy check test. The instrument passed the ise performance check and pipetting accuracy test.

Manufacturer narrative:
The issue was solved after completion of the service activities. The customer replaced the sodium electrode and confirmed that they have had no further issues.